Manufacturer narrative:
(B)(4). Date sent: 4/8/2024. D4 batch #: unknown. Additional information was requested and the following was obtained: as requested in the e-mail, the occurrence with material harh36, there was no occurrence with the patient and neither was it necessary to change the technique of surgery due to the problem, it was only necessary to replace the shears with a new one, and the part that broke was the active (black) blade of shears that broke at the time of closing on the fabric. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number x7023j, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the forceps presented a problem at the beginning of the surgical procedure. At the moment the surgery clamped the tissue to be coagulated and sealed, the active mandible came loose from the forceps, making it impossible to use the forceps and continue the procedure. Making it necessary to open a new forceps to give continuity of the surgical procedure that was carried out successfully.